Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The physician advanced a 2.5mm x 8mm quantum maverick monorail balloon catheter to the lesion. Upon the first inflation the balloon was inflated to 10atms and ruptured. The device was removed from the patient intact and the procedure was completed with a non-bsc balloon. There were no patient complications and the patient's current status is reported as good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)